Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2020, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2017 by (B)(6). The patient scheduled retrieval procedures on or about (B)(6) 2018 and (B)(6) 2018 by (B)(6); the filter was retrieved. The complaint alleges embedment, tilt, and that multiple retrieval surgeries were needed. The complaint specifically alleges ¿abdominal pain associated with the ivc filter. Removal requiring an open surgery.¿ argon¿s attorneys are attempting to gather additional information.